Event description:
New information received notes patient presented to hospital with sepsis on (B)(6) 2020. The system was prophylactically explanted on (B)(6) 2020. There is no allegation from a healthcare professional that the infection was related to product or procedure. Patient condition after the procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: (B)(4). It was reported that patient presented with vegetation on the right ventricular lead. Lead and implantable cardioverter defibrillator device were explanted on 12 may 2020. Patient condition after the procedure was not reported.